Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 452 (mg/dl). Customer changed their infusion site and administered a correction bolus to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Tandem technical support assisted the customer with performing an infusion site change.